Event description:
The customer contact reported no flow. On an unspecified date, the tubing set was to be used to deliver an unspecified volume of lactated ringer at an unspecified rate, via gravity. The customer contact reported that after the tubing set was primed, the option-lok male adapter of the tubing set was connected to the patient's IV access site. At this time, no flow of solution was noted. It was reported that the tubing set was replaced with an unspecified tubing set and the therapy was initiated. There were no reported adverse patient effects and no reported delays in therapy critical to this patient. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.